Manufacturer narrative:
Evaluation was not possible as no product was returned. The investigation could not determine the root cause of the reported loosening. The need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised due to loosening of the femoral component.